Event description:
Sculptra has caused severe systemic disease, autoimmune reaction, granulomas, infection, disfiguring lumps and has ruined my face. I am horrified to see hundreds of other complaints by pts and no accountability by the MFR. Why is this product permitted to exist and approved by the FDA? Studies show 40% complication rate including infectious granulomas, systemic autoimmune reactions and severe disfigurement. Please take this product off the market, so others are not disfigured and injured. FDA safety report ID# (B)(4).